Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient was treated with vancomycin (intravenously, dose and frequency were not reported) and meropenem (intravenously, dose and frequency were not reported) for peritonitis. Three days later, the patient stopped pd therapy and was switched to hemodialysis. Eighteen days after the onset, the patient stopped antibiotic therapy and was recovered from the peritonitis event. No additional information is available.